Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose was 535 mg/dl. Elevated bg was address with a manual correction injection. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery.